Event description:
It was reported that when deploying the stent, it stretched and "ripped or splintered" inside the patient. It was reported that there were clinical consequences to the patient; however, exact details could not be obtained.

Manufacturer narrative:
The subject device remains implanted.

Event description:
It was reported that when deploying the stent, it stretched and "ripped or splintered" inside the patient. It was reported that there were clinical consequences to the patient; however, exact details could not be obtained.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. The case images received were reviewed by the post market surveillance medical advisor and it is his opinion that the behaviour of the stent may be due to suboptimal conformability within the right posterior cerebral artery (pca) segment as a result of acutely angulated right pca branch in relation to the basilar artery. Based on the information available, it is probable that the reported broken stent was due to anatomical factors. The reported patient complications are a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore a root cause of anticipated patient complications has also been assigned to the event.